Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014, to report that on (B)(6) 2014, their receiver had gaps in the trend line. No additional event or patient information is available. The complaint device was not returned. A photograph of the receiver screen was provided by the patient confirming the reported gaps in data. A root cause cannot be determined.